Manufacturer narrative:
Addiitonal information will be submitted within 30 days of receipt.

Event description:
The affiliate initially reported this complaint as a failure of the cypher select + 2.25x33mm to cross the lesion. However, upon receipt of the product for analysis, it was noted that the device was broken and separated into two pieces. Investigation with the reporter confirmed that this did occur during the procedure. Further investigation into the details is pending.

Manufacturer narrative:
One non-sterile cypher select plus 2.25 x 33mm was received coiled inside a plastic bag. The unit was received separated in two sections. The point of rupture was located at 18 cm from the hub. No other anomalies or damages were observed on the received unit. The stent is present and correctly mounted. The unit was inspected under a microscope and the edges of the shaft at the rupture point were ragged/ elongated. No stent struts uplifted or omegas squeezed were detected. During dimensional analysis a crossing profile was measured for distal, middle and proximal sections of the stent and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported device separation failure was confirmed. Neither the DHR review nor the product analysis suggests that the reported failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Based on the information available, there are possible vessel characteristics (calcification) and procedural factors (failed attempts to cross the lesion) that may have contributed to the event.